Event description:
The hosp code team responded to a pt in ICU in pea with CPR in progress. The pt was connected to the device that showed the pt was in pulseless vtach. Countershocks of 300 and 360 joules were delivered then CPR continued while medications were administered to the pt. A physician took control of the operator and, according to the reporter, attempted to deliver a shock while the device was in sync mode. The physician made several attempts to off, dumping charge and cycling power. A backup device was called for and used. The pt later died. The reporter indicated the alleged device malfunction did not cause or contribute to the pt's death because of the pt's lack of viability.